Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture grade iii. The reported event or events are physiological complications (capsular contracture grade iii), and device analysis typically does not help allergan determine the cause.

Event description:
Patient reported "pronounced capsular fibrosis". Healthcare professional later reported "capsular fibrosis", baker grade iii. Capsulectomy was performed. This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d4, d9, h3, h6.

Event description:
Patient reported "pronounced capsular fibrosis". Healthcare professional later reported "capsular fibrosis", baker grade iii. Capsulectomy was performed. This record is for the right side. The device was explanted.